Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self -test, error test and displacement test. Pump passed the delivery accuracy test. The device was received with minor scratched display window and case. No unexpected bolus delivery was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 37mg/dl. The customer indicated that they woke up with a bolus that was delivered at night, but they did not administer the bolus. Customer treated with glucose. Customer indicated that their blood glucose value was 178mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin. The pump passed the displacement test. Customer declined further low blood glucose troubleshooting. Customer was advised to monitor the pump and blood glucose and call back if any further issues.